Event description:
Patient was seen on (B)(6) 2019 for palpitations and lightheadedness upon exertion. Lead threshold was found to have risen from 1.4v at 0.4 ms to 2.8v. Explant procedure was performed on (B)(6) 2019. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 6.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The analysis revealed cuts into the insulation (approx. 22 cm proximal to the lead tip) and a deformed outer conductor coil, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported threshold issue. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.